Event description:
It was reported that the tube noted to have damage to flange on inspection prior to its 3rd use. Tube not used.

Manufacturer narrative:
Other, other text: no problems or issues were identified during the device history record review.